Manufacturer narrative:
H3: product analysis found that older software, the spring plunger ball nose is worn. There are no further anomalies been found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: x01133288/206085884, UDI#: (B)(4) h3: product analysis found that the clamps are loose. The cable was worn. Top housing worn. Wave washers are worn. The clamshell top pi cable connector was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid removal procedure, there were problems with the nerve monitoring equipment. The recording was correct only on one side of the patient, on the other side all tissues gave the signal, which caused confusion in the correct reading of the laryngeal nerve. During the procedure, the system was turned off and reset many times, the electrodes showed correct connection, but the device did not show the correct recording, and the device was also changed. The entry was also incorrect. Procedure was completed without using the device. There was no patient injury.